Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2008.

Event description:
The patient reported that the device was set to a rate of 70 during the day, but that over the past 3-4 days the rate has increased to an approximate rate of 80. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.